Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported her insulin pump has an alarm and a motor error. Customer stated her blood glucose is high, but did not specify. The device was not bumped or dropped. The drive support cap appears normal. The motor error occurred during a bolus delivery. She does not use the sensor feature. She is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.